Event description:
It was reported that at the implant procedure, the lead was placed and all measurements were taken and were ok. Then the physician observed that there was no stimulation and the end pin of the lead was unstable. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the connector of the lead was extrinsically bent. The distal lv (left ventricular) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.